Event description:
Boston scientific crm received information that this right ventricular (rv) lead dislodged when this patient was practicing gymnastics. The patient raised his arms above his head, and believes this caused the rv lead to dislodge. The physician performed a lead revision procedure, but was unable to fix the lead due to body tissue. The physician then elected to implant a new rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
Subsequently, additional information was received that this rv lead will not be returned to boston scientific due to it being burned in the field clinical engineer's car. At this time there is no additional information. Should additional information become available this report will be updated. This rv was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.